Manufacturer narrative:
The reason for this revision surgery was to address a patient's knee instability after 11 months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against this lot. The root cause for the patient's knee instability was most likely the incorrectly sized insert as reported. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient's knee was unstable due to the poly not being the right thickness.